Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hypothermia started yesterday in an arctic sun device. Patient cooled to 36c for 24 hours. Around 11am they started rewarming to targeted temperature (tt) was 37c, but patient temperature (pt) had been dropping rather than increasing. Patient temperature (pt) was now 33.2c, targeted temperature (tt) was 37c, water temperature (wt) was 40.2c, water flow rate (wfr) was 2.4 l/m. 4 pads connected with good coverage. Trend shows 1 bar trending upward. Discussed patient condition and baseline. Noted that device appeared to be functioning correctly and temperature drop was patient related. Discussed water temperature (wt) was very warm so they may receive safety alerts encouraging diligent skin checks according to their protocol. Noted if ok with protocol they can add bair huggers or warm blankets to hands head and feet for assistance with warming. Encouraged to call back with any additional questions or concerns.per follow up information received via email on 07jun2023, spoke with charge nurse who confirmed sn dyauy019 was in use at the time. Issue was found to be patient-related and once patient was provided additional external heat via blankets, no further issues. Patient completed therapy and device remains in service.

Event description:
It was reported, that the hypothermia started yesterday in an arctic sun device. Patient cooled to 36c for 24 hours. Around 11am, they started rewarming to targeted temperature (tt) was 37c. But patient temperature (pt) had been dropping rather than increasing. Patient temperature (pt) was now 33.2c, targeted temperature (tt) was 37c, water temperature (wt) was 40.2c, water flow rate (wfr) was 2.4 l/m. 4 pads connected with good coverage. Trend shows 1 bar trending upward. Discussed patient condition and baseline. Noted that, device appeared to be functioning correctly and temperature drop was patient related. Discussed water temperature (wt) was very warm, so they may receive safety alerts encouraging diligent skin checks according to their protocol. Noted if ok with protocol, they can add bair huggers or warm blankets to hands head and feet for assistance with warming. Encouraged to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.